Event description:
The customer reported the device alarmed and shut down during operation. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic log history indicated a +-24/12v power fail occurence followed by a restart occurrence during operation. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. The service engineer replaced the power supply as a precaution to address the findings. Applicable final testing was completed per operating specifications.